Event description:
Following successful deployment of the cypher stent, the md had difficulty removing the device. The balloon deflated without problem (no adherence issue). There was possible resistance with the bmw wire. The entire system was removed as a single unit. There was no injury to the patient. The product will be returned for evaluation.